Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on (B)(6) 2021 it was reported that there were only two resolution 360 clip devices that malfunctioned during the procedure. Both clips grasped and locked onto tissue, but did not release from the catheter to deploy. The third clip was able to grasp/lock and successfully released onto tissue.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Medical device problem code a15 captures the reportable event of the clip was unable to release from catheter. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that there were only two resolution 360 clip devices that malfunctioned during the procedure. Both clips grasped and locked onto tissue, but did not release from the catheter to deploy. The third clip was able to grasp/lock and successfully released onto tissue.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of the clip was unable to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Additionally, it was noted that the bushing had hit marks and could likely happened during attempted deployment. Dimensional examination was performed on the bushing outer diameter, and it was found within specification. A dimensional analysis was also performed between the hooks of the bushing, and it was noted that side a was out of specification while side b was within specification. The bushing tabs were measured to further analyze the deployment issue and it was confirmed that both sides had similar measurement. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.